Event description:
According to the complainant, during the procedure, the prolieve catheter would not hold water in the prosthetic balloon and the distal sensor on the rectal probe was not reading any temperature. The physician successfully completed the procedure with another prolieve catheter and prolieve thermodilatation temperature monitor. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number for the prolieve thermodilatation temperature monitor is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Device discarded